Event description:
It was reported that the article was the first time used in the operation. The surgeon and the leaders were surprised that the cap fell down when the surgeon went to drive back some of the screw. Though they completed the operation by changing another product. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The present pedicle screw was analyzed for conformance to print specifications as well as device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Visual investigation shows wear in the t25 insertion. The screw body and the head otherwise are intact. No product fault could be detected.